Event description:
It was reported that alert/notification settings occurred. Date of event is an approximation. On (B)(6) 2024, the patient was alone, the cgm (continuous glucose monitor) was reading 60 mg/dl but did not give any audio alert. The patient self-treated with raw sugar and it would be impossible for him to sleep with those readings. At some point the patient lost consciousness. When the caretaker arrived home around 9:15 am the patient was sleeping which was unusual. The caretaker woke the patient up and found out that the patient was unconscious. At that time, the cgm reading was 167 mg/dl. They did not call an ambulance. Of note, the patient and caretaker were unable to recall the details as the event happened over a week ago. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.